Event description:
It was reported that the patient contacted boston scientific technical services (ts) because their patient mobile monitor (pmm) displayed a message indicating to contact their clinic. Ts reviewed latitude clarity and found monitoring from this insertable cardiac monitor (icm) device was disabled, since the device had reached end of service (eos) battery status earlier than expected. Ts referred the patient to the clinic. Additional information indicates this icm device was explanted from the patient, due to the initially reported issue. No adverse patient effects were reported. This icm device has not been returned.

Manufacturer narrative:
Field g4 premarket/510k from section g all manufacturers, contains both documents k193473 & k210608 whose character limit prevented both entries from the field. Good faith effort attempts were made to try and retrieve device return status. As of today, requested information has not been received. If information is provided in the future, a supplemental report will be issued.